Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal portion of the stent was damaged and the stent struts were lifted upwards from the stent profile. The crimped stent was found to have moved distally on the balloon to 1 mm distal to the distal end of the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the hypotube shaft and the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-dec-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, 2.75mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. The lesion contained >45 and <90 degrees bend. After a guidewire crossed the lesion, pre-dilation was performed using a 2.00x08mm balloon catheter, resulting in 60% residual stenosis. A 16mmx2.50mm promus premier drug-eluting stent was advanced to treat the lesion. While negotiating with the stent for almost 10 to 15 minutes, the device failed to cross the lesion. The stent delivery system was re-advanced but still failed to cross the lesion. The procedure was completed using another non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent movement on balloon and stent damage.